Event description:
The device was rolled and placed through a trocar for laproscopic implantation. A significant port or the device delaminated once the device was tacked in place. The device was removed laproscopically and a replacement mesh employed to complete the intended procedure. No adverse patient consequences were reported.